Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd tube k2edta plh 13x75 2.0 slbl lav jlp, there was inadequate fill on one tube. There was no report of impact to patient or user.